Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was stated that the customer reported that he was having no delivery alarms a week ago; troubleshoot was performed and afterwards the insulin pump alarmed no delivery again. Customer went to the doctor's office and doctor stated that the insulin pump alarms no delivery even when it is not connected. It was stated that they changed a new reservoir and infusion set. Customer is able to prime and was able to see insulin exit the tubing. Doctor stated that she ran a 5.7 unit prime and it alarmed no delivery before delivering any insulin. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.